Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the insulin pump was monitored for ten minutes. Device powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is a magnetic box at his work and that his pump gets stuck to it periodically. He said that his pump has been receiving several pump error alarms and that sometimes he can¿t even turn his pump on for about three times a day. He said that it may even take 10 minutes to get the pump to power up. The customer¿s blood glucose was 190 mg/dl. During troubleshooting for the power error alarm, the customer was advised that the pump experienced an unexpected restart. He said that the pump was neither stored nor without a battery for greater than 8 hours. He said that the alarm did not occur immediately after a battery change. He was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to a backup plan per his doctor¿s orders. The insulin pump is being returned for analysis.